Manufacturer narrative:
The account found the control box needed to be replaced. Per the hill-rom service manual, the control box lockout is located at the foot end of the bed. The position of each control knob on the control lockout is pictorially labeled to indicate each governing function and the locked/unlocked position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section of the bed was moving up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).